Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the down, check, and menu buttons on the infusion device do not function and the up button functions intermittently. No adverse event was reported. The alleged product was requested for evaluation.